Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) earlier than expected and unexpectedly showed vvi 65 pacing at a routine follow-up interrogation. The crt-p is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
Further information was obtained, which indicated the crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.